Manufacturer narrative:
H6: investigation summary this summarizes the investigation results regarding your complaint that alleges flu a results were positive when using kit (rapid detection of sars-cov-2 & flu a+b (material # 256088), batch number 1193294 and negative with a competitor's rapid ID kit (quidel quikview flu test). Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided and no relevant issue was found. The complaint was unable to be confirmed via the retain samples. The root cause could not be identified. A trend analysis for false positive was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends.

Event description:
It was reported that 4 bd veritor¿ sars-cov-2 and flu a+b gave false positive test results. Confirmatory testing was performed. There was no indication that results were reported out and there was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: 3 patients tested pos for flu a; the doctor doubted these results, and tested himself, twice - both results came positive for flu a. In order to double check his result he tested himself on the quidel, and it came back negative for flu.

Event description:
It was reported that 4 bd veritor¿ sars-cov-2 and flu a+b gave false positive test results. Confirmatory testing was performed. There was no indication that results were reported out and there was no report of patient impact. (B)(4). The following information was provided by the initial reporter: 3 patients tested pos for flu a; the doctor doubted these results, and tested himself, twice - both results came positive for flu a. In order to double check his result he tested himself on the quidel, and it came back negative for flu.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.